Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. Reportedly, the pump alarmed for replace battery and no delivery when it was rebooted. The issue recurred with three different batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 08/28/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found replace battery warnings on the event date. Using the returned battery cap, the pump powered up and functioned properly. All the buttons responded normally. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The electrical current draws were within specifications. The reported power issue was verified in the black box but not duplicated in the investigation. Unrelated to the reported power issue, removal of the pump casing found evidence of moisture intrusion throughout the pump interior.